Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an angiogram, a flexor ansel guiding sheath leaked at the check-flo valve. Access was obtained in the right common femoral artery to target the left lower extremity. Resistance was not encountered upon insertion or removal of the device, or upon insertion or removal of any device through the sheath. A 0.035-inch wire was used and then exchanged for a 0.018-inch wire. An unspecified balloon and other manufacturer's atherectomy catheter and intravascular ultrasound catheter were used during the procedure. There were no issues with any of the other products. The procedure was completed successfully. The patient did not require any additional treatments or procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A functional test and visual inspection of the complaint device were also conducted. The complaint device was returned to cook for investigation. A leak test was performed, confirming a leak from the hole in the silicone disc. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were found on the final lot or any sub-assembly lots. The product IFU states ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun. However, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram, a flexor ansel guiding sheath leaked at the check-flo valve. Access was obtained in the right common femoral artery to target the left lower extremity. Resistance was not encountered upon insertion or removal of the device, or upon insertion or removal of any device through the sheath. A 0.035-inch wire was used and then exchanged for a 0.018-inch wire. An unspecified balloon and other manufacturer's atherectomy catheter and intravascular ultrasound catheter were used during the procedure. There were no issues with any of the other products. The procedure was completed successfully. The patient did not require any additional treatments or procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.